Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 30 mmol/l with extreme drowsiness, polydipsia and headaches associated with an alleged time/date reset issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management during troubleshooting with customer technical support, it was reported that the patient was going high since they changed the battery and was not receiving the correct basal rates throughout the day. It was found out that the patient¿s time was set to am instead of pm causing the patient to get the wrong basal rates. This complaint is being reported because the patient experienced hyperglycemia associated with use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: a review of the pump history and black box data showed that the time was set to am instead of pm after the time date defaulted to factory settings on (B)(4) 2018. The black box verified that the user corrected the am/pm setting on (B)(4) 2019. The time and date was found to reset to default settings after a power interruption was duplicated during investigation due to failure of the internal battery component on the printed circuit board. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.